Event description:
The customer reported that during testing the v60 fails the power down test. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Customer biomed evaluated the device.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.